Event description:
Additional information was received that the valve was implanted in the native annulus. Heparin was administered during the implant procedure. The patient's act (activated clotting time) levels were monitored about 3 times every 60 minutes. The patient's act levels were noted to be controlled to be over 300. At the time that the thrombus was noted, the patient's act was thought to be less than 200. The patient did not have any pre-existing coagulopathy issues or other blood disorders. The procedure was noted to have lasted about an hour and a half. The thrombus was noted following deployment of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 22-aug-2025, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured five times for re-positioning. Subsequently, dissection was observed in the sinus of valsalva (sov) on the non-coronary cusp (ncc) side. It was believed that the dissection occurred during passage through the annulus and/or during the recaptures. Per the physician, the valve and delivery catheter system (dcs) contributed to the vascular injury. It was reported that thrombus subsequently occluded the dissection. Follow-up was observed. No additional adverse patient effects were reported.